Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed optical signal. Support was continued, and the patient was successfully weaned off the device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are incomplete, but observed pattern of optical signal is consistent with temporary loss of light, either produced by optical bench. Console was tested in danvers, but issue was not reproduced. Additional inspection and testing of the console revealed persistent contamination of the optical pump connector and out-of-spec optical power caused by light ¿leaking¿ into the cladding of optical fiber due to small bend radius. The root cause of the issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.